Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and a high out of range shock impedance measurement of greater than 200 ohms. Oversensing of noise and loss of capture was also observed but no asystole of greater than two seconds was observed. The patient received inappropriate anti-tachycardia pacing but no inappropriate shocks were delivered. A defect of the rv lead was suspected and surgical intervention was performed and the rv lead was abandoned and replaced. There were no adverse patient effects reported.

Event description:
Additional information provided from the field indicates the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement through a pacing system analyzer as well prior to being abandoned. Again, no additional adverse patient effects were reported.